Manufacturer narrative:
Date of event provided is an approximation, was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Device discarded, single use device.

Event description:
The consumer reported two false negative results via social media with the binaxnow covid-19 antigen self-test performed on unknown dates. This MFR. Report addresses test one (1) of two (2). Confirmation testing was performed at urgent care using another brand (unknown platform), generating a positive result. No additional patient information, including treatment and outcome, was provided.